Event description:
Reported death of patient due to multi-system organ failure. Patient's family decided to withdraw care due to health status. No autopsy was performed, the device was not explanted, and hospital staff reported device did not cause or contribute to the patient's death.